Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457445 implantable pacing lead (B)(6) 2010; 419588 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the svc coil encountered high impedance and fracture. The svc coil and related alerts have been programmed off. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Out of range impedance alert on (B)(4)-2014 and out of range impedance on svc coil (B)(4)-2014.